Event description:
It was reported that: "(B)(6) 2024, the doctor found swg/needle resistance when the swg was inserted into the needle, the swg was found kinked during use on the same patient. Involved 2 pc. They changed a new one. The patient condition is fine. No medical intervention was required." Associated complaints 9680794-2024-00739.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic examination revealed one slight offset coil adjacent to the distal weld. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. A bubble within the supplied guide wire hub component was also noted, which likely contributed to the resistance experienced by the customer. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The guide wire was advanced into the needle and major resistance was encountered due to the kinking. This prevented the guide wire from passing through the cannula. A lab inventory guide wire was also advanced and met no resistance. Manu facturing has previously been contacted for similar failures. They confirmed that this is a verified teleflex issue that requires further evaluation via a nonconformance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit was reviewed as part of this complaint investigation. The reported event was confirmed through complaint I nvestigation of the returned sample. Visual analysis revealed that a 'bubble' had formed inside the supplied guide wire hub component. This bubbling created resistance between the guide wire and the proximal opening of the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received, and the comments from manufacturing, the root cause is supplier related. Non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found swg/needle resistance when the swg was inserted into the needle, the swg was found kinked during use on the same patient. Involved 2 pc. They changed a new one. The patient condition is fine. No medical intervention was required." Associated complaints 9680794-2024-00739 and 9680794-2024-00790.